Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the harmonic ace instrument could not work. The ethicon generator displayed a message warning stating "high pressure at the tip". The user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragment fell inside the patient and the instrument damaged was observed outside of the patient. The patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measured approximately 0.45" x 0.10" and was returned. There was no material missing confirmed after the broken assembly was pieced back together. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.